Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and observed that the variable loop was stuck in a fully contracted position. After removing the varipulse¿ bi-directional catheter from the product package and beginning to prep it, when the variable loop on the varipulse¿ bi-directional catheter was tightened until it was fully contracted, an audible "click" was heard coming from the varipulse¿ bi-directional catheter. When they attempted to relax the variable loop on the varipulse¿ bi-directional catheter, the variable loop was stuck in a fully contracted position. This occurred prior to inserting the varipulse¿ bi-directional catheter into the body. The varipulse¿ bi-directional catheter was replaced and the procedure continued with no further issues. No patient consequence was reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-feb-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and observed that the variable loop was stuck in a fully contracted position. The device evaluation was completed on 12-mar-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, deflection and rotation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Deflection testing was performed, and the deflection mechanism was working correctly. The contraction mechanism was not stuck, the loop was found relaxed, and it was not possible to make the loop smaller or bigger. Due to this issue, device handle was dissected and the contraction puller wire was found broken inside the handle area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The contraction stuck issue reported by the customer was confirmed as the contraction issue could be related to the reported event. The root cause for the broken puller wire is traced to the manufacturing process. The instructions for use (IFU) contain the following information: use the rocker lever to deflect the catheter tip. When the lever is turned out of the neutral position, the tip deflects in the same direction as the lever. The amount of deflection is relative to the amount of lever rotation. To straighten the tip, return the rocker lever to neutral position. Verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. This product issue will be addressed through the quality system. An internal corrective action has been opened to investigate and improve the process for reducing this failure mode. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: steering wire (g04121) were selected as related to the customer¿s reported ¿variable loop was stuck in a fully contracted position¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: separation problem (c070603) / investigation conclusions: cause traced to manufacturing (d03) / component code: steering wire (g04121) were selected as related to the customer¿s reported ¿variable loop was stuck in a fully contracted position¿ issue. In addition, biosense webster inc. Analysis finding of the ¿contraction puller wire was found broken inside the handle area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).